Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states the right motor is veering to the right. Motor / not able to duplicate issue / operated properly during bench test. Tested with tachometer and was within range. Unable to test under load.